Event description:
It was reported that during a procedure, while repositioning the left ventricular (lv) lead due to suboptimal pacing therapy due to patient condition, a competitor guidewire could not be passed via the tip of the lead. Therefore, the left ventricular lead was explanted and replaced. No patient complications have been reported as a result of this event. "Terumo". This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).